Event description:
A medtronic representative reported that, while in a cranial tumor resection, the surgeon alleged a 1-2mm inaccuracy. The surgeon started using optical cranial, successfully registered with tracer, however, deemed they were too inaccurate around the temporal region to proceed. The site then switched to using axiem cranial, successfully registered but, again, the surgeon alleged the same inaccuracy. The surgeon opted not to use pointmerge registration, instead chose to proceed without the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
After the site was instructed on techniques to obtain optimal accuracy with the tracer registration pattern they have had no further issues. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following-up at the site, discussed educating the site on tracing more posterior in order to obtain better accuracy around the temporal region. Following this procedure, the medtronic representative performed testing at the site, using resin head. Approximately 20 registrations were completed with both tracer and pointmerge. Software investigation has not been completed at the time of this report.